Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10 - metasul head 28mm m 12/14 item#192806, lot#2223704 revitan, distal part, curved, uncemented, 18/200 item# 01.00406.218, lot#2221255 unknown inlay item# unknown lot# unknown if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the event. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the event. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10 ¿ unknown revitan distal stem item# unknown lot# unknown. G2 ¿ report sourceforeign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent left hip revision of the proximal part due to implant fracture, approximately nineteen (19) years from implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.